Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019 explanted: (B)(6) 2019, product type: catheter. Product ID: 8598a, lot# serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 20-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 3 mg/ml for a total dose of 0.2498 mg/day and bupivacaine 30 mg/ml for a total dose of 2.498 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on 2019-jul-29 the patient reported a numbness and a warming sensation following personal therapy manager (ptm) activations. During one episode the patient also experienced heaviness in their head and dizziness. On (B)(6) 2019 as the bolus dose has not recently changed, the hcp believed that medication was pooling and had the patient scheduled for evaluation. On 2019-aug-08 the patient reported right lower extremity swelling following a ptm activation. The patient was advised to present to the emergency department (ed) if symptoms worsened. On (B)(6) 2019 the patient presented to the ed and then the clinic. The continuous rate and bolus dose were decreased and a low dose bolus was delivered over three hours to effectively suspend the therapy temporarily. The patient reported they also experienced diarrhea, nausea, sweats, and chills. While in the ed, a magnet was placed over pump to suspend the therapy for two hours. On (B)(6) 2019 therapy resumed via magnet and the pump was reprogrammed. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was intrathecal (it) medication side effects with ptm activations. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (hydromorphone and bupivacaine) was related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2019. No further complications were reported/anticipated.